Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle libre detached after less than one day of wear and he was unable to monitor glucose levels. Customer experienced symptoms described as dizziness and sweating, received unspecified treatment by a third-party, and self-presented to a hospital "because his blood sugar got too high". No further details were provided as customer could not troubleshoot further and attempts to gather additional information have been unsuccessful thus far. There was no report of death or permanent injury associated with this event.